Event description:
- -

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during a device replacement procedure, noise and artefacts were noted on the atrial channel of this implantable cardioverter defibrillator (ICD). In addition, non-boston scientific atrial lead impedance measurements were between 500-2000 ohms. Sensing and threshold measurements were stable and within normal range. It was thought the atrial lead was connected appropriately to this device. The atrial lead was also analyzed with a pacing system analyzer. No noise or artifacts were observed and normal impedance measurements were obtained. It was thought there was a device header issue. A decision was made to replace this device. This device was removed, replaced and returned for analysis. No adverse patient effects were reported. The atrial lead was reconnected to the replacement device and normal measurements were obtained. The patient with this device is not pacemaker dependent.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.